Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05126. It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa) treatment of their liver. A leveen¿ coaccess¿ was used with a rf3000 radiofrequency generator; however roll-off was unable to be achieved, there was no way to confirm if the procedure was completed. No patient complications were reported.